Manufacturer narrative:
The angiosculpt balloon was unable to deflate, thus additional intervention was required to complete the procedure. (B)(4). The angiosculpt device was returned for evaluation. Visual inspection found one scoring element ring lifted from the distal end. The distal shaft was necked and stretched approximately 8.5 mm from the proximal bond. Based on the lab analysis, it is probable that the necked and stretched shaft caused or contributed to the balloon unable to deflate.

Event description:
The angiosculpt device did not deflate after inflating to 16 atm in the at vessel. The physician punctured the balloon through direct access of the at and then removed contrast/saline to remove and deflate balloon. No complications. Continued procedure with 4 x 200 angiosculpt.

Manufacturer narrative:
The patient codes and device code were not included in the initial MDR.